Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had an infection at the lead site. Surgical intervention was undertaken the system was explanted, and the patient was hospitalized. The patient is currently being treated with an IV injection port. No further information is available at this time.